Manufacturer narrative:
This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 73 mg/dl (compact plus) and 121 mg/dl (aviva). No adverse event reported. Return of the suspect device was requested for evaluation.